Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported getting one diopter over correction of the spherical power following refractive laser refractive treatment. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).